Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined at this time. However, a corrective and preventative action has been opened to further investigate and address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported the patient was with an ngt to suction with an anti-reflux valve and the tube was capped for a trial off suction with the white end of the arv into the suction lumen. The rn was instructed by the provider to resume suction and was unable to remove the white end of the arv from the suction lumen. The rn stated she was flushing the white end with sterile waster and the blue end with air as prescribed every four hours. They attempted to use hemostats to remove the arv from the suction lumen which resulted in the arv breaking in half with the white half remaining in the suction lumen and blue half remaining in the blue lumen. The broken arv was able to be removed from the white lumen after 30 minutes of manipulation with tweezers from a suture remove kit. The blue end of the arv was unable to be removed from blue lumen and the tube was cut to remove the broken arv. The tube was replaced with a fresh arv.

Manufacturer narrative:
An investigation is currently underway. Upon completion the results will be forwarded.